Manufacturer narrative:
Concomitant products: product ID 8840, product type programmer, physician; product ID 8598a, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was indicated that the pump had been empty for several months, though it was done by design. The patient had been titrated down and was being managed outside of the pump. It was noted that there had been no medical or pump problem. The healthcare provider (hcp) planned to program the pump to minimum rate mode. The device system had been used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had been empty as of (B)(6) 2014. The intrathecal baclofen was not effective. The patient did not show up for a follow-up appointment for at least 8 months. There was poor compliance with follow-up and the patient preferred the pump to be removed. The patient outcome was unknown.